Event description:
It was reported that the tip of the pointer broke off during set up. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the tip of the pointer broke off during set up. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.